Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed through an office visit. As a result, replacement with 550cc mentor memorygel breast implants as performed on (B)(6) 2022.